Event description:
The initial reporter alleged that the cobas infinity transmitted incorrect patient results to the laboratory information system (lis). The issue occured due to an aborted 6800 run as the system could no longer dispose of clotted tips due to full clotted tip racks. Therefore, the samples on the run were invalidated with 35 oul^r22 messages including the u04 flag. However, the cobas infinity processed the messages/flag as results and 35 patient sample results were automatically reported as "negative" in the lis. Note, out of the 35 affected samples, 29 were later retested successfully and received valid negative results. Further details for the six samples were not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The alleged behavior could not be reproduced in a test environment. The investigation determined that no software issue was found with the navify lab operations (nlo) as it behaved as configured and designed for the received messages with the u04 alarm and subsequent sending of results to the external host with disabled flags. The observed behavior was a result of the combined cobas 6800 instrument and nlo configuration. However, the exact reason the customer's system sent the messages remains unclear. A rule in nlo was implemented at the customer site that checks all results for flag u04 and if it occurs, a repeat run will be performed. Thus, invalid results with flag u04 won¿t be released to the customer's laboratory information system (lis), and prevent the issue from recurring again.

Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 were updated.